Event description:
The report received for the study indicated that a male expired at home due to an unknown cause, five days after receiving a cypher stent. This event involves a male patient with three-vessel disease and extensive medical history including previous pci (with thrombosis), previous CABG, hypertension, hyperlipidaemia, smoking, and mi. Medications at baseline were aspirin, clopidogrel, statins, and beta blockers. The target lesion was a saphenous vein graft. The closest distal anastomosis leads to the proximal circumflex artery. The lesion is located ostially. The vessel diameter was 3.5mm and the lesion length was 30mm. Pre-procedure stenosis was 90%. Medications at the time of the pci were aspirin, clopidogrel, aggrastat, and low molecular heparin. The index procedure was conducted in 2007 for an acute myocardial infarction. The lesion was de novo with little or no calcification or tortuosity. Lesion classification was c. The lesion was non-predilated. A crb33350 was deployed at 18atm. At the time of implant, the product had exceeded its expiration date. The procedure was completed without report of procedural complications or patient injury. The patient was discharged the next day. Medications at discharge were aspirin, clopidogrel, heparin, statins, and beta blockers. A day after the procedure, the patient experienced a seizure and was readmitted to the hospital. The patient died the following day. The cause of death is unknown. There was no autopsy. The study registry indicated this event unrelated to the cordis stent and other cordis devices. Relation to the index procedure was reported as "unlikely". It is unknown if the cause of death was cardiac or non-cardiac related. There is no further information regarding this event.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.